Event description:
On (B)(6) 2005, the pt underwent endovascular repair of an abdominal aortic aneurysm using two gore excluder aaa endoprosthesis. On an unk date, f/u images revealed an endoleak. It was reported there has been continued aneurysm enlargement (amount unk) in the absence of endoleak. It was also reported there has been aneurysm enlargement (amount unk) in the right common iliac artery. The cause of the enlargement is unk. No further adverse events were reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the distal type I endoleak is unk. Additional device implanted and involved in this event: pxc201000/03282804.